Event description:
It was reported that that following an unrelated surgery wherein the patient's ipg was turned off and not confirmed to be in surgery mode the patient's ipg was no longer communicating with external devices. Troubleshooting with a manufacturer representative succeeded in recovering the patient's ipg. Therapy was restored following troubleshooting.

Manufacturer narrative:
Section b3: event date is estimated. A patient's device had entered service app following a procedure was reported to abbott. As a result, a rep met with the patient and was able to recover the device. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.